Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. B02265) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device breakage "device breakage" (seriousness criteria medically significant and intervention required) in 2016. Concomitant products included hydroxyzine and medroxyprogesterone acetate (depoprovera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain"), ovarian cyst ("ovarian cysts"), migraine ("migraines") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes) and to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, ovarian cyst, migraine, vaginal haemorrhage, menorrhagia, depression, anxiety, allergy to metals and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: everything was in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2019: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("uterine perforation"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. B02265) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included hydroxyzine and medroxyprogesterone acetate (depoprovera). On (B)(6)2013, the patient had essure inserted. In may 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In november 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain"), ovarian cyst ("ovarian cysts"), migraine ("migraines") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes) and to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, ovarian cyst, migraine, vaginal haemorrhage, menorrhagia, depression, anxiety, allergy to metals and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, device breakage, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: everything was in place. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received:event vaginal bleeding,menorrhagia,depression,anxiety,device breakage,nickel allergy,uterine perforation,lower abdominal pain added.concomitant medication and lot number added incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen pain"), ovarian cyst ("ovarian cysts") and migraine ("migraines"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, ovarian cyst and migraine outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, migraine, ovarian cyst and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.